Manufacturer narrative:
Analysis of the spinal segment of the catheter identified a dark residue occlusion in the dispensing holes. Analysis of the proximal segment of the catheter identified no significant anomalies and the catheter was incomplete/returned in segments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was previously reported that the pump and catheter were returned. However, only the catheter components were returned; not the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, lot# j0058148r, implanted: (B)(6) 2001, explanted: (B)(6) 2019. Product type catheter, product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID 8709, lot# j0058148r, implanted: (B)(6) 2001, explanted: (B)(6) 2019. Product type catheter, ubd: n/a, UDI#: (B)(4). Product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019. Product type catheter, ubd: 2014-10-02, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. A granuloma was not confirmed. The issue had been confirmed with both the surgeon and the managing physician. The pump and catheter were returned.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot #: j0058148r, implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: catheter, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 45 mg/ml of dilaudid at 18.9 mg/day and 1500 mcg/ml of clonidine at 350 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a granuloma was suspected due to escalating dosing without therapeutic effect, as well as higher than expected drug volumes at pump refills. It was unknown when the issue began. It was reported there were no known environ mental/external/patient factors. The pump and catheter were replaced on (B)(6) 2019. It was reported the catheter would be returned to the manufacturer for analysis. It was noted the doctor found a black sediment inside the catheter. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated.